Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
Reporter alleged obtaining the results of 12.7 mmol/l and 28.8 mmol/l back to back within 10 minutes on the aviva nano system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.